Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was shocked by the cardiac resynchronization therapy defibrillator (crt-d) for conducted atrial fib rillation (af) that the device classified as ventricular fibrillation (vf). The clinician was going to test the accuracy of the device feature designed to withhold inappropriate ventricular detection if the rhythm displays characteristics of a supra ventricular ta chycardia (svt) origin. The crt-d remains in use. No further patient complications have been reported as a result of this event.